Manufacturer narrative:
Visual inspection: visual inspection identified a large breach approx 200mm in length which follows the periphery of the device from the 11 o'clock position to the 6 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). Product inspection: pressure testing could not be completed due to the size and position of the breach microscopic examination (x10) of the breach identified a clear initiation point which is indicative of mechanical trauma. The product met all manufacturing and quality specifications post MFR. Conclusions: the breach was not a manufacturing fault.